Manufacturer narrative:
Any additional information received from the customer will be included in a follow-up report. The customer stated that they will not return the defective main pcb for further evaluation. Therefore, root cause cannot be determined.

Event description:
The customer reported that the vela d has transducer fault occurred during patient use. The patient was transferred to another ventilator. No patient harm was reported.